Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the returned product identified minor signs of use, dried blood and bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured and was verified to match specifications. The reported device was located on tooth # 4 and was implanted for 6 years 8 months. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of appropriate documentation was reviewed. Complainant reported that the patient has severe bone loss, implant was removed. The reported event could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: g5: additional PMA/510(k) number k011028 / k013227

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, item and lot number unknown / not provided, PMA/510(k) number unknown / not provided.

Event description:
It was reported that the patient had bone loss. The implant was removed.